Manufacturer narrative:
The device data was reviewed. The repeated 390 (low hepatic artery flow) alerts were triggered correctly, though the cause of the suspected low artery flow remains unknown. Overall, the device behaved as expected. A subsequent routine visit was performed for this device and the service report noted the device passed all applicable testing.

Event description:
It was reported that re-occurring message code 390 (low hepatic artery flow) despite interventions and subsequent arterial blood gas analysis (abg) mismatch later. At 20:02 hours, the liver was on-pump with stable perfusion data and abg correlated. At 20:49 hours, the message code 390 appeared. The portal vein (pv) and inferior vena cava (ivc) flows both 1.3, resulting in a calculated arterial flow of 0.0 on the graphical user interface (gui). Subsequently, troubleshooting was performed and the message code cleared. At approximately 21:56 hours, the message code 390 appeared again. The surgeon was in the bowl, he decannulated the hepatic artery (ha). It was determined that dissection had not occurred, nor was there a hepatic artery thrombosis (hat) or hematoma. The ha was recannualted successfully and it was confirmed that placement was correct. Palpable flow was confirmed by the surgical team and it was also confirmed with doppler. The ha calculated flows on the metra did increase to 0.1-0.2 but also had episodic calculated flows of 0.0. The pv and ivc were often equal to each other and at times it was noted that the pv flow was greater than the ivc, resulting in a 0.0 or sometimes an incalculable ha flow rate. Surgeon reconfirmed that there was no hat or hematoma. The metra numbers were not reflective of what was happening in the liver. This liver was producing bile and clearing lactate. At 00:09 hours, a po2 incongruency was noted between the metra and istat; 108 and 52, respectively. A manual calibration was performed and at 00:34 hours the metra abg data matched the point of care. Upon review, message code 390 was noted on multiple pictures of the gui, the ha flow was often not calculated (dashes) and the ivc and pv flow often equaled each other or were opposite of the expected normal values.

Manufacturer narrative:
Device data for this device is not available. The root cause cannot be determined conclusively.

Event description:
It was reported that re-occurring message code 390 (low hepatic artery flow) despite interventions and subsequent arterial blood gas analysis (abg) mismatch later. At 20:02 hours, the liver was on-pump with stable perfusion data and abg correlated. At 20:49 hours, the message code 390 appeared. The portal vein (pv) and inferior vena cava (ivc) flows both 1.3, resulting in a calculated arterial flow of 0.0 on the graphical user interface (gui). Subsequently, troubleshooting was performed and the message code cleared. At approximately 21:56 hours, the message code 390 appeared again. The surgeon was in the bowl, he decannulated the hepatic artery (ha). It was determined that dissection had not occurred, nor was there a hepatic artery thrombosis (hat) or hematoma. The ha was recannulated successfully and it was confirmed that placement was correct. Palpable flow was confirmed by the surgical team and it was also confirmed with doppler. The ha calculated flows on the metra did increase to 0.1-0.2 but also had episodic calculated flows of 0.0. The pv and ivc were often equal to each other and at times it was noted that the pv flow was greater than the ivc, resulting in a 0.0 or sometimes an incalculable ha flow rate. Surgeon reconfirmed that there was no hat or hematoma. The metra numbers were not reflective of what was happening in the liver. This liver was producing bile and clearing lactate. At 00:09 hours, a po2 incongruency was noted between the metra and istat; 108 and 52, respectively. A manual calibration was performed and at 00:34 hours the metra abg data matched the point of care. Upon review, message code 390 was noted on multiple pictures of the gui, the ha flow was often not calculated (dashes) and the ivc and pv flow often equaled each other or were opposite of the expected normal values.